Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to a cartridge adhesive failure. In the process of reconnecting the connection, the customer applied pressure to the infusion set tubing causing insulin to be delivered to the customer resulting in a blood glucose (bg) level of 45 mg/dl. Bg level was addressed by consuming "sweets". A new cartridge was loaded resolving the issue.